Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying low and based on the what was showing on the screen, they drank orange juice to attempt to raise their glucose value. They stated the value did not change and dialed 911 due to feeling anxious that the value was not increasing. When the paramedics arrived, they performed a finger stick and the bg meter was displaying 150 mg/dl. No symptoms or treatment were reported. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.